Event description:
It was reported that after an unknown procedure, the patient experienced post-operative bleeding. It is unknown how the procedure was completed. Additional information requested.

Manufacturer narrative:
(B)(4). Additional information received: what was the procedure? Antrectomy (left hemicolectomy). How long after the procedure did the bleeding occur (provided number of hours, days, etc.)? After 12h. Which vessel was the bleeding from? (A named vessel?) Left gastroepiploic vessel. Was advanced hemostasis mode used for the full transection? It was used the advanced hemostatic function of harmonic 7. Was an exploratory done or a 2nd procedure to control the bleeding? It was necessary a re-intervention to monitor the hemorrhage. If yes, where was the bleeding from? (No answer given). How much blood was lost? (Cc¿s)about 800 cc. Was a transfusion required? 3 packets cells. What was the size of the vessel or artery? 3 mm. What symptoms did the patient present with to indicate post-op bleeding? Hemorrhagic shock. Was the patient still in the hospital when the post-op bleeding occurred? Yes.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. No device received for analysis at time of submission of 3500a. Device evaluation - no device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.